Manufacturer narrative:
Per phone conversation, the customer reseated the disconnected tubing resolving the leak. Service was not dispatched for this event. To date, the customer has not called back with any further issues. Failure mode was related to disconnected tubing at port #204 on the blood sampling valve (bsv).

Event description:
The customer contacted beckman coulter (bec) and reported that about 5 cc of fluid leaked from the coulter lh 750 hematology analyzer due to popped off tubing at port #204 off the blood sampling valve (bsv). The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, goggles and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. The customer stated red blood count (rbc) and platelet (plt) results were affected on several patient samples. The patient samples were re-tested and the re-run results were accepted as correct. No erroneous results were reported outside the laboratory. No death or injury is attributed to this event and there was no change to patient treatment.